Event description:
It was reported by service report that there are no footboard functions due to the footboard connector being damaged. The customer could not determine whether there was pt involvement or adverse consequences occurred.